Manufacturer narrative:
Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Event description:
Sales rep. Reported that: "surgeon had some trouble to locate the certas valve setting with the tms, after being implanted in the patient for approximately two weeks. Surgeon was able to verify the setting with an x-ray. Patient is okay." Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury.